Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 2/12/99. A week later she sought medical treatment for an infection at the ear piercing site and was prescribed antibiotics.